Event description:
It was reported that during an right colectomy procedure, the staples were unformed (not complete b-form) after the firing, and the tissue was partly cut. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Results: uncut washer - blemished. Additional information provided: "e device until unable to fire further." Where within the green tissue compression/gap setting scale was the orange indicator set for firing? At the second part of the green tissue compression. Was the breakaway washer completely cut through? No. Were all staples deployed circumferential around the target tissue? Yes. Where was the area of the malformed staples? Part of the staple line. Was the device fired over an existing staple line or clip? No. Did the red safety remain engaged until firing? Yes. What was the type of tissue where the device was fired? The tissue was normal. What was the condition of the tissue? Were there any issues with removal? No. Did the surgeon report any differences in the way the device fired? No. Who fired the device? The surgeon. Have they been trained? Yes. The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.